Manufacturer narrative:
No report of patient involvement. Incident date not provided. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced, and the unit was returned to service.

Event description:
The hospital reported an error message preventing mechanical ventilation. There was no report of patient involvement.